Manufacturer narrative:
Patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list number 8p32-30 has a similar product distributed in the us, list number 8p32-21/-31. The complaint investigation for falsely elevated alinity I ca 19-9xr results included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Trending review determined no related trend for the issue for the product. The historical performance of reagent lot 43043fp00 was evaluated using worldwide data from customers in the field for alinity I ca 19-9xr assay. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 43043fp00 is inside the established control limits, which indicates acceptable product performance. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I ca 19-9xr, lot number 43043fp00, was identified.

Event description:
The customer observed a falsely elevated alinity I ca 19-9xr result for a patient. The following data was provided: sample ID (B)(6) initial result = 62.8u/ml, repeat = 0.8u/ml, and 0.8u/ml it is unknown if the patient has been diagnosed with pancreatic cancer. No impact to patient management was reported.